Event description:
User facility reports a leak on the venous portion of the bloodline tubing but exact location is not known. Ebl = 200 cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. Evaluation of the returned complaint could not confirm or duplicate the reported issue.